Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported string pulled out of the tampon during removal and saw obgyn to have the tampon removed. Consumer was experiencing unusual discharge, odor, pain. Consumer was directed to use probiotics by the gyn. Consumer is doing better.